Manufacturer narrative:
The reported event was confirmed based on the on-site evaluation of the thermogard console (sn (B)(4)) and the review of the event log retrieved from the console. During evaluation it was observed that the console's insulated connector on the coolant block was shorting to ground, resulting on the reported mid:09 (air trap assembly) error alarm which was also confirmed upon review of the retrieved event log. Following replacement of the identified part causing the alarm, a preventive maintenance was performed. The console was functionally tested and passed all testing criteria. No noted physical damage was observed during visual inspection. The root cause of the reported event was attributed to the insulated connector on the coolant block shorting to ground. The thermogard console is a reusable device and was manufactured on october 12, 2012.

Event description:
It was reported by the hospital personnel that the thermogard ivtm console (sn (B)(4) consistently alarmed during start-up self-test with a mid:09 (air trap assembly) error. The event occurred at an unspecified time in the evening of (B)(6) 2016; however, it was unknown if the event occurred during thermogard console setup or during use on a patient. There was no known patient involvement reported. No further information was provided.